Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump bolus history shows 0 out of 1.5 units of insulin delivered on (B)(4) 2012 and 0 out of 12.25 units of insulin delivered on (B)(4) 2012. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. All keypad buttons were found to respond to button presses. The keypad cover was removed and adhesive was found under the key contacts. The reported issue of boluses cancelling without user intervention was not duplicated during investigation.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump cancelled a bolus stating that the bolus was cancelled by a button press by user when the patient was not pressing a button. There were no alarms related to the complaint in the pump history. This report is made based on the allegation that the pump cancelled a bolus due to button press without pressing a button.